Event description:
It was reported that the tip of the screwdriver broke when being washed. This complaint does not involve a patient or surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one part 314.050 was received with a broken tip. The distal hexagonal tip is broken off and was not returned. The balance of the screwdriver is shows signs of regular use and the shaft has various marks. The returned device shows significant use during its 13 year lifespan. An inspection of the fracture site shows that the instrument was over torqued, leading to the break. This complaint is confirmed. The relevant drawing for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. This device was manufactured prior to implementation a change to address the issue of tip breakage due to the shaft material. The returned instrument(s) are used to insert 7.3mm cannulated screws, and proper use and maintenance are addressed in technique guide. The returned device is multi use and is one of two methods for inserting 7.3mm cannulated screw. This complaint is confirmed, and was due to over torquing the screwdriver. The failure mode for post-change shafts is to twist rather than break when subjected to excessive torque. The current design is determined to be suitable for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device history records were reviewed and repair was found on part number 314.05, lot #4306145, work order # (B)(4). One cannulated 4.0mm hexagonal screwdriver was retuned for repair for a tip broken. The screwdriver was scrapped and not returned to service. This repair is relevant because the tip was broken on the returned screwdriver. No issues were found during manufacture that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.